Event description:
The patient stated that the device was working okay now. They didn¿t know the cause of the implant not holding a charge. A representative had checked the device and the issue was resolved for now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the patient recharging more frequently are unknown. The patient noted replacing/charging neurostimulator many times. The had to keep doing that, and has replaced with new batteries. (Believed the patient to be referring to their recharger being replaced). The patient also noted that they had to find a new doctor that works with their device. The issue has not been resolved by the patient has an upcoming appointment on (B)(6) 2020

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s daughter regarding the patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that in the last 2-3 weeks she's noticed the patient "needed to be charged every other day." Patient services asked if it was the ins or the recharger that needed to be charged more frequently, but the caller could not confirm. The caller then stated that she just charged the patient the other day, noting that it's only been a week and now it's low again. Again, patient services asked if it's the ins or recharger she's referring to and she still couldn't confirm. The caller added that a "warning sign with a little yellow triangle" appeared on the recharger and when they went online and looked it up it said something about "it's not charging right." The caller could not provide further detail because she was not with the patient at the time of the call. Patient services advised the caller to call back when she was with the patient and the equipment. The caller and the patient called back and stated the patient programmer was showing a ¿patient programmer batteries are depleted¿ warning. Patient services reviewed meaning of message and caller changed batteries while on the call. The warning message was resolved by changing to new batteries. The caller also re-reported feeling they needed to charge the ins more frequently. Caller states it had gone from charging the ins once a month, to twice a month, and again on aug 8th. The patient stated that they had no changes to their programming or even stimulation level since this started in july. The caller also states that the patient had not had any falls or traumas since then. Patient services recommended that the patient look at the hcp listings that was provided, to get established with a managing hcp. Patient services reviewed a rep could be contacted through their hcp to investigate further into the issue of charging more frequently.